Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe was leaking during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that syringes are leaking when used with the maxzero. Below is a product concern regarding the 3ml syringe that leaks when in use with the maxzero needleless connector.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was leaking during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that syringes are leaking when used with the maxzero. Below is a product concern regarding the 3ml syringe that leaks when in use with the maxzero needleless connector.

Manufacturer narrative:
The following fields have been updated with corrections: site legal name (FDA): becton dickinson de mexico - cuautitlan, izcalli, mexico / 54730. Medical device brand name: 3 ml bd luer-lok¿ luer-lok¿ tip, common device name: piston syringe, medical device manufacturer: cuautitlan and medical device catalog #: 309657. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8344627, medical device expiration date: 2023-12-31 and device manufacture date: 2019-01-31. Medical device lot #: 8255616, medical device expiration date: 2023-09-30 and device manufacture date: 2018-11-30. Unique identifier (UDI) #: (B)(4). Device available for eval? Yes, returned to manufacturer on: 2019-11-13, manufacturing location: cuautitlan, PMA/510(k)#: k151766, device returned to manufacturer: yes, device eval by manuf: yes and reason code for no evaluation: other. Investigation summary: two samples received for investigation. Leakage testing were performed, after the results obtained there were no leakage problems, this indicates that the manufactured product complies with the internal quality standards that guarantee its functionality. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the defect was not confirmed and the root cause could not be determined. Rationale: at this time, no corrective actions are necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was leaking during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that syringes are leaking when used with the maxzero. Below is a product concern regarding the 3ml syringe that leaks when in use with the maxzero needleless connector.